Manufacturer narrative:
(B)(4). Additional information: a device history record review was performed finding no exception, nonconformance, or rework that occurred during the manufacturing of the complaint lot or serial number.

Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of a colleague infusion pump with a charger circuit failure was not confirmed nor duplicated during product evaluation. Therefore, no assignable cause could be provided and no repair was necessary for the reported condition. Additional information: a service history review revealed no previous service events were related to the reported condition. A 510k number will not be provided in the emdr as this product is manufactured for distribution outside of the u.s. And does not have a 510k number. However, it is being reported because it is same as or similar to product distributed within the u.s. A follow-up report will be submitted if any additional details become available.

Event description:
The facility representative contacted baxter (B)(4) to report a colleague infusion pump with a charger circuit failure; this condition had the potential to interrupt delivery. It is unknown when this event occurred. There was no patient involved, reported patient injury, medical intervention, or adverse event in association with this event. No additional information is available. This involved a colleague p1.7 infusion pump with user interface module master software version 7.01.00.